Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 366 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery on (B)(6) 2017). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("failed essure") and pregnancy with contraceptive device ("pregnancy with essure (about 8 weeks pregnant)") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("pregnancy with essure (about 8 weeks pregnant)"). The patient had a medical history of cyst ovary, parity 5, multi gravida, obesity, breast pain, hypokalemia and nicotine abuse. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral tubal ligation with filshie clips ). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. On (B)(6) 2017, 922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery - no the specimen consists of two purple-tan tubular segments both of which with attached fimbriated ends measuring 4.5 and 5.0 cm. Discrepancy noted: as per pif insertion date - (B)(6) 2016, as per record and as per mr insertion date is (B)(6) 2015 as per pif explant date - (B)(6) 2017, as per record and as per mr explant date is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.215 kg/sqm. [Gynaecological examination] on (B)(6) 2016: source of specimen: cervix / endocervix, thin prep statement of adequacy: satisfactory for evaluation. Endocervical/transformation zone component present. Diagnosis: negative for intraepithelial lesion or malignancy. Organisms: shift in flora suggestive of bacterial vaginosis. Aptima hpv assay, high-risk: positive other findings: moderate estrogen effect [pathology test] on (B)(6) 2016: final diagnosis: a. Endocervix, curettage: discontinuous fragments of reactive endocervical glands and few squamous metaplastic cells. B. Cervix,3o'clock, biopsy: mild chronic inflammation. C. Cervix,12o'clock, biopsy: low grade squamous intra epithelial lesion (cini; mild squamous splasia). Clinical information: atypical squamous cells of undetermined significance on cervical papanicolaou smear (asc-us)"; on (B)(6) 2017: comment: pre-op diagnosis: sterilization bilateral fallopian tubes - there is one specimen clinical history/diagnosis: sterilization bilateral fallopian tubes - there is one specimen. Specimen(s) submitted: 1: bilateral fallopian tubes diagnosis: fallopian tubes, bilateral, salpingectomies: two fallopian tubes, completely transected additional levels examined gross description: bilateral fallopian tubes. The specimen consists of two purple-tan tubular segments both of which with attached fimbriated ends measuring 4.5 and 5.0 cm. Indication: admission for sterilization concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records::pregnancy with contraceptive device,device ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: events added - pregnancy with contraceptive device, device ineffective and non-drug treatment updated. Reporters, medical history, lab data, patient information, added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("failed essure") and pregnancy with contraceptive device ("pregnancy with essure (about 8 weeks pregnant)") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: device ineffective ("pregnancy with essure (about 8 weeks pregnant)"). The patient had a medical history of cyst ovary, parity 5, multi gravida, obesity, breast pain, hypokalemia and nicotine abuse. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced pregnancy with contraceptive device (seriousness criterion medically important). The patient was treated with surgery (laparoscopic bilateral salpingectomy and laparoscopic bilateral tubal ligation with filshie clips). At the time of the report, the outcome of pregnancy with contraceptive device was unknown. Pregnancy related information: prospective report. Last menstrual period was on (B)(6) 2016 and the estimated date of delivery was on (B)(6) 2017. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure administration. The reporter commented: more than one essure related surgery - no. The specimen consists of two purple-tan tubular segments both of which with attached fimbriated ends measuring 4.5 and 5.0 cm. Discrepancy noted: as per pif insertion date - (B)(6) 2016, as per record and as per mr insertion date is (B)(6) 2015. As per pif explant date - (B)(6) 2017, as per record and as per mr explant date is (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.215 kg/sqm. [Gynaecological examination] on (B)(6) 2016: source of specimen: cervix / endocervix, thin prep statement of adequacy: satisfactory for evaluation. Endocervical/transformation zone component present. Diagnosis: negative for intraepithelial lesion or malignancy. Organisms: shift in flora suggestive of bacterial vaginosis. Aptima hpv assay, high-risk: positive. Other findings: moderate estrogen effect. [Pathology test] on (B)(6) 2016: final diagnosis: a. Endocervix, curettage: discontinuous fragments of reactive endocervical glands and few squamous metaplastic cells. B. Cervix,3o'clock, biopsy: mild chronic inflammation. C. Cervix,12o'clock, biopsy: low grade squamous intra epithelial lesion (cini; mild squamous splasia). Clinical information: atypical squamous cells of undetermined significance on cervical papanicolaou smear (asc-us)"; on (B)(6) 2017: comment: pre-op diagnosis: sterilization bilateral fallopian tubes - there is one specimen clinical history/diagnosis: sterilization bilateral fallopian tubes - there is one specimen. Specimen(s) submitted: 1: bilateral fallopian tubes diagnosis: fallopian tubes, bilateral, salpingectomies: two fallopian tubes, completely transected. Additional levels examined: gross description: bilateral fallopian tubes. The specimen consists of two purple-tan tubular segments both of which with attached fimbriated ends measuring 4.5 and 5.0 cm. Indication: admission for sterilization. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records::pregnancy with contraceptive device,device ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.